Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents... The IFU states: pre-dilate the lesion with a ptca catheter. A conclusive cause for the patient effect and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that no predilatation was performed prior to stenting of the prox cx with one xience v stent. During post dilatation of the stent with a non compliant balloon (unk type), a distal dissection occurred, due to the stents overdilatation (unk rbp), which required the deployment of another stent for treatment of the dissection. No discharge date was reported. No additional event or patient information is available.